Manufacturer narrative:
Concomitant medical products: product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported the patient had dystonia with important swallowing disorders, they did not understand how to charge their stimulation and it stopped. The event was related to the stimulator and the actions included in-patient hospitalization. A nasogastric sonde was set up. Seven days later the event was considered resolved without sequelae. It was unknown if any troubleshooting or diagnostic testing was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the etiology was updated to related to the device/therapy and not related to the implant procedure; the recharge process and subject non-compliance were noted as the patient did not understand how to charge their implantable neurostimulator (ins). No further complications were reported/anticipated.